Manufacturer narrative:
Product event summary: the customer comment was not confirmed, the analyzer passed all functional and systems tests.

Event description:
It was reported that when the analyzer came on, it was slow to respond to pacing being turned on. The analyzer has been returned to service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information sex. If information is provided in the future, a supplemental report will be issued.